Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for the reported event could be "material selection". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. It is unknown if the device had met relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent tube was untwisted. Therefore, it was unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ureteral stent tube was untwisted. Therefore, it was unusable.